Event description:
During lumber laminectomy a surgical patty was used during bleeding in the surgical area. The identification string was cut from patty by surgeon. Prior to closure of operation field, surgeon unable to locate patty by visual search nor by xray (fluoroscopy). Other patties from same package failed to visualize on xray when placed in surgical field. Sponge count not correct.